Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Acunav us catalog #: 10135910 OEM lot #: 513g2007901. Manufacturer reference #'s: (B)(4) are related to the same event. Manufacturer reference #: (B)(4).

Event description:
It was reported that post a-fib procedure a small pericardial effusion was noted with ice. Prior to the procedure, a minimal effusion was revealed by ice catheter but post procedure the effusion had grown significantly. No medical intervention needed to be performed as the patient was stable and had no other symptoms of compromise. Patient was admitted for observation and was reported stable. The customer stated that the effusion was not necessarily extending the hospital stay as the patient would have been admitted overnight regardless. The physician stated that he thought "perhaps" manipulating the lasso into the right inferior vein may have caused the issue.